Manufacturer narrative:
UDI#: unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for lot m5182t509 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
It was reported that during use, the inner rim of the suction catheter became disconnected and a loss of ventilation occurred. There was no harm to the patient.